Event description:
During a (tae) transarterial embolization for a peripheral procedure, after couples of coils were detached, the guidewire (brand and size: unk) was inserted into the product (prowler); however, there was a resistance between the product and the guidewire. Therefore, it was withdrawn out of the pt's body with the product, and another microcatheter (prowler, cat and lot: unk) was used for the procedure, total 10 coils were detached. There was no info of the vessel characteristics. The product clinically used without any adverse consequence to the pt. The product will be returned for analysis. Add'l info indicated that after removal from the package and during prep, the product was undamaged. The product was new. Constant flush was maintained in the microcatheter and the microcatheter was flushed between delivery and coil exchange. The microcatheter was flushed and prep per IFU guidelines. There was no add'l info available.

Manufacturer narrative:
Obstruction of the micro catheter lumen by strands of ptfe and white crystalline pertinacious substance at 52 cm into the catheter lumen was confirmed. The non-sterile prowler plus 2.8/2.3f microcatheter was received coiled into a loop within a plastic bag with compressed areas 18 cm and 20 cm proximal to the tip. Functional testing performed by inserting a cordis .018" sv-5 guidewire lab sample through the catheter revealing that the guidewire could not be advanced beyond 52 cm into the catheter lumen, (unable to flush catheter with a water-filled 10 cc syringe before the guidewire was inserted). The catheter was then cross-sectioned longitudinally revealing a blockage in the lumen. Ftir evaluation of the material blocking the microcatheter lumen was performed revealing that the material had unraveled completely into a single strand of clear material, containing a crystalline residue on its surface. Ftir scans were obtained of both materials identifying the clear strand as ptfe and the white crystalline material is similar to a proteinaceous substance. The device history record review performed revealed that the products met all requirements per the applicable mfg quality plan), including prowler test results. Although it was reported that a continuous flush was maintained, because the microcatheter was successfully placed at the target site. (Which is done over a guidewire) and several coiles were successfully placed through the microcatheter, it appears that the ptfe damage, that was confirmed to be obstructing the catheter lumen, occurred after the delivery of the coils. It is possible that the flush was not adequate. The IFU warns that a continuous flush must be maintained to ensure lubricity. It is also possible that a kink or damage to the unk guidewire caused the damage to the inner ptfe lining of the microcatheter. The exact cause for the reported complaint could not be determined, but is possible that the ptfe material was damaged during the procedure causing it to unravel into a single strand of material.